Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during assessment of an enteral feeding line, the clinician noted leaking of feeding solution from the safety spiked section of the tubing where the spike connected with the feeding bag. Leaking was noted from the section where the clear tubing connects to the safety spike barb. Feeding set replaced with new feeding circuit and flush bag.